Event description:
Kelly clamp inadvertently loosened despite initially clicking following cord clamping of newborn. This resulted in blood loss from newborn. Clamp removed from service, sent to supply chain for sending back to vendor integra.